Event description:
Customer reported one sars-cov-2/flu run, wl 000902-20220712-27, using assay lot 325895 on panther instrument sn (B)(4) which had 10 discrepant samples. The samples were initially positive using the sars-cov-2 tma assay, but new aliquots of the samples were negative using the sars/flu assay. New aliquots were used for the sars/flu run as there were insufficient sample quantity (qns) errors when attempting to run the original aliquots on sars/flu. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic scientific affairs manager (sam) informed that the gene targets for the sars tma assay and sars/flu assay are the same, but the binding sequences for the primers/probes are slightly different. Hologic technical support (ts) reviewed logs and observed no hardware or assay issues that could have impacted the run results. Hologic product applications specialist (pas) reviewed logs and agreed with ts¿s findings; both the sars-cov-2 tma and sars/flu runs were valid with no kinetics issues. Since the retest samples were from a different aliquot, it is considered a different sample and therefore results should not be compared; the samples may have also been low-target and would not repeat when retested. Ts provided pas log review information to customer. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.